Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update rec'd (B)(6) 2014 - patient's medical records were received. There is no new information that would change the existing MDR decision. The complaint was updated on: (B)(6) 2014. Update (B)(6) 2015 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. The pfs reported numbness in left foot and leg. Medical records reported limited mobility, elevated chromium/cobalt and the stem to be in slight varus position. The stem is being added for the elevated ions and malposition. There were no labs reporting cobalt/chromium levels. The right hip had not been revised as of this review. Part/lot updated. The complaint was updated on: (B)(6) 2015.